Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the bus master displayed all nodes were operating as designed though an error was found in the logs. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. It was reported that there was no evidence of visualization errors. It was noted that can bus errors did occur and that the detector was successfully performing as designed until the last image acquisition. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Patient identifier not available from the site. Device manufacturing date is unavailable. The logs for the imaging system have been received by the manufacturer. However, no results from the evaluation are available at this time.

Event description:
A medtronic representative reported that, while in a spinal fusion, an image acquisition was not appearing on the viewing station of the imaging system following completion of the acquisition. The image was being used to confirm the screw placement in post-operative imaging. Restarting the imaging system did not restore functionality. The site opted to complete the procedure with a second medtronic imaging system. There was a reported delay to the procedure of 10 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.